Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on dissection during a laparoscopic hernia repair, the obturator cap came off (curved end). A rapid loss of abdominal pressure was also observed. They manually grasp the obturator where it disconnected from cap. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. The inflation syringe, insufflation bulb, trocar balloon and dissector balloon were received. Pmv performed functional testing; the trocar balloon and dissector balloon were inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. The cap disengaged due to an improperly performed assembly operation. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.